Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ nano insulin pen needle that the customer found a "unifine pentip -non bd brand" in her box of nano pen needles. As reported by consumer: consumer reported finding a "unifine pentip", (non bd brand) in her box of nano pen needles, just one. Incident date: (B)(6) 2019. Lot: 8247785, expiration date: 2023-08-31, item: 320883.

Event description:
It was reported before use of the bd ultra-fine¿ nano insulin pen needle that the customer found a "unifine pentip -non bd brand" in her box of nano pen needles. As reported by consumer: consumer reported finding a "unifine pentip", (non bd brand) in her box of nano pen needles, just one. Incident date: 02/20/19. Lot: 8247785, expiration date: 2023-08-31, item: 320883.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.